Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, irregular r-r intervals and a sharp decline in pacing. It was further reported that the right atrial (ra) lead exhibited rare sensing, high thresholds and a sharp decline in pacing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.